Event description:
It was reported that the patient presented remotely via merlin.net with slow ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) provided inadequate anti-tachycardia pacing and failed to convert the patient's rhythm. The vt accelerated and the ICD provided a successful high voltage shock to return the patient to sinus rhythm. It was unknown if the patient had any consequences due to the therapies delivered. Programming changes were made to resolve the event. The patient was eventually stable.

Event description:
New information received indicates that the patient presented remotely via merlin.net with slow ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) provided inadequate anti-tachycardia pacing (atp) therapy and did not convert the rhythm. The vt accelerated and the ICD provided a successful high voltage (hv) shock. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient received inappropriate shock by the implantable cardioverter defibrillator (ICD). No further information was provided.